Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Results: cartridge, anvil. The analysis results found that one ec45a device was returned with the anvil bent upwards. It is possible that the device was clamped over an excess of tissue or hard object causing the anvil to bent and for the firing stroke and the staple form to be incomplete. In addition, an ecr45b partially fired 5/6 was received. Upon evaluation of the cartridge, the cartridge deck was noted damaged where firing stopped. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, there was a pre-fire issue. No patient consequences reported.